Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the belt was unable to communicate to a test monitor. Upon evaluation, a pulse wire migrated into ECG "c", piercing violet (agnd) wire and creating a short. The cause for the service code 204 is the short inside ECG "c". The root cause for the migrated wire has not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.